Event description:
Caller is representing pt as an attorney, and wishes to report on a vacuum extractor that was used during the pt's birth. Rptr states that the device "popped off" of the baby's head three times during the birth process, and was unsure of how many times the device was applied. After birth, the pt suffered from subarachnoid hemorrhage, as well as subdural and cephalhematomas. The pt's blood level dropped by 50% as a result of the head trauma. Pt was transported by helicopter to another facility, where a craniotomy was performed. Pt still suffers from severe brain injury. The actual device was disposed of, but rptr does possess an identical device provided by the facility of birth. Rptr has reason to believe that no report regarding this event was filed by the user facility where the pt was born.